Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the right ventricular lead was implanted and explanted several times before being removed and replaced. Dislodgement, insulation anomalies, and helix retraction issues were reported. The patient was stable and alert at a follow-up the following week.